Event description:
It was reported that during a surgery on ctro cirurgico de coimbra it was not possible to use the x3 triathlon cs insert #2 16mm. The customer reported that this device does not have the part to fix the base. The customer used other device and there was no adverse consequence reported.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.